Event description:
Reporter alleged the blood glucose monitoring active system displayed a "0" after inserting a test strip prior to it being dosed with blood or control solution. Reporter stated after removing the test strip the system displayed a result of 847 mg/dl which is outside the reading range of 10-600 mg/dl of the system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.